Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with a trial device. It was reported that an error code of settings not available (screen 59) was seen on the external neurostimulator (ens). The patient decreased amplitude to 0.0 ma and then increased amplitude to effect (to 7ma). It was noted the trial patient only had 1 side or program to try. It was reported that the controller was not dropped or had gotten wet. The message 59 screen was not resolved. There was no symptom reported. Follow up follow up information received from the healthcare professional (hcp) on (B)(6) 2017 reported that they were unaware of the settings issues but did report the patient accidentally ripped the wires out by snagging it on something. The physician replaced the wires and the trial was successful. The leads were removed 1-2 weeks after the initial trial lead placement and the patient went on to the permanent implant on (B)(6) 2017. On a post-op visit on (B)(6) 2017 it was reported that everything was fine and the clinic has not heard anything from the patient since assuming that everything is still ok. There were no further complications reported or anticipated.